Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product sy001ts - ennovate set screw sterile. According to the complaint description, during surgery, when the set screw was being temporarily fixed after compression, the set screw spun freely halfway through. The set screw was replaced with a new one, but this did not improve the situation, therefore the other screw was used. When checked after surgery, the threads inside the screw head were found to be damaged. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided nor available. The malfunction is filed under aesculap ag reference no. (B)(4). Involved components: sy644ts - ennovate polyax.screw 7.5x45mm canulated (internal aesculap ag ref. No. (B)(4)).

Manufacturer narrative:
Additional information: d9 - product return date. H3 - yes, evaluation. H6 - codes updated. Investigation results: a visual inspection of the set screw sy001ts was made. At the first step, the hexagon was investigated. Here there were no damages or bending, the hexagon was in a proper condition. In the next step, the bottom of the screw was investigated. Here were found unusual heavy circular wear. Next, the thread of the screw was checked. Here were found some damages and deformation. Lastly, the inner thread of the pedicle screw was investigated. Here were found some damages and deformations. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specifications valid at the time of production. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Conclusion/preventive measures: the damages and the wear pattern at the set screw lead to the conclusion, that the surgeon attached the screws incorrectly at the pedicle screw and over an incorrectly placed rod. The damaged inner thread of the pedicle screw is a so- called secondary damage, caused by the problems mentioned above. On the basis of the available information as well as the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
Involved components: sy644ts - ennovate polyax.screw 7.5x45mm canulated (internal aesculap ag ref. No. (B)(4).